Manufacturer narrative:
Patient identifier was not provided. If the requested information becomes available, a supplementary report will be submitted. Patient age is unknown. Implant date and explant date are not applicable since the product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, dropped from implant driver.